Manufacturer narrative:
H3, h6: no parts was received by the manufacturer for evaluation. Codes applicable b17, c20 and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider via a manufacturer representative regarding a generator. It was reported that during a procedure, a handpiece exhibited peeling coating. The issue was identified intraoperatively and found that the device appeared defective compared to a previously used handpiece. The device was removed from the surgical field, and a new handpiece was opened for use. There was no delay in the surgical procedure, and no serious injury or death was reported.

Manufacturer narrative:
Updated a. Patient information and b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that new handpiece was obtained to finish the case. Hemostasis took longer out of fear that the original one did not coagulate appropriately. No adverse event occurred to the patient, but drain output was high so patient spent an additional night in the hospital.

Manufacturer narrative:
B5: updated description event problem. Additional codes: updated annex g and annex f codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the surgical procedures performed during event occurred was mastectomy and slnb. There was a surgical delay of less than one hour to assure hemostasis.